Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 1458q lead, implanted (B)(6) 2015, dtba1q1 ICD, implanted (B)(6) 2015. (B)(4).

Event description:
It was reported that the right atrial lead dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.